Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary: as reported, during approximately twenty to twenty-five transcatheter aortic valve replacement procedures taking place over the past six months, the hubs of performer introducers leaked. Unknown guide wires were utilized through the sheaths, which were in place for 45 minutes until the procedures were completed. Blood transfusions were required in all twenty to twenty-five cases. The sheaths and dilators were removed as a unit, no resistance was reported, and the hub was not used to pull the device from any patient. The procedures were completed "like usual". A section of the device did not remain inside any patient¿s body. According to the initial reporter, the patients did not experience any adverse effects due to these occurrences. Investigation - evaluation. Reviews of the drawing, instructions for use (IFU), manufacturing instructions, and quality control procedures of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document-based investigation evaluation was performed. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. There were no identified gaps in the device drawing, manufacturing instructions, or quality control procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Evidence provided by the complaint facility, manufacturing documents, and verification testing suggests that the devices were manufactured to specification. The product is packaged with instructions for use which caution, ¿the maximum diameter of the instrument or catheter to be introduced should be determined to ensure its passage through the introducer. All instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve/introducer may result when the fit is tight.¿ the IFU also states: ¿upon removal from package, inspect the product to ensure no damage has occurred. Based on the information available, investigation has concluded that a definitive cause cannot be determined; however, possible causes for the events include difficulty using concomitant devices and/or procedural difficulty. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: unknown. PMA/510(k) number: pre-amendment. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during approximately twenty to twenty-five transcatheter aortic valve replacement procedures taking place over the past six months, the hubs of performer introducers leaked. Unknown guide wires were utilized through the sheaths, which were in place for 45 minutes until the procedures were completed. Blood transfusions were required in all twenty to twenty-five cases. The sheaths and dilators were removed as a unit, no resistance was reported, and the hub was not used to pull the device from any patient. The procedures were completed "like usual". A section of the device did not remain inside any patient¿s body. According to the initial reporter, the patients did not experience any adverse effects due to these occurrences.